Manufacturer narrative:
Device analysis report attached. This report is submitted on november 11, 2022.

Manufacturer narrative:
This report is submitted on february 11, 2022.

Event description:
Per the clinic, the patient experienced an infection which leads to extrusion of the implant. Subsequently, the patient was treated with oral and IV antibiotics (specific date and duration not reported). However, the issue did not resolve. The device was explanted on (B)(6) 2022. It is unknown if there are plans to reimplant the patient as of the date of this report. Additional information has been requested but it has not been made available as of the date of this report.